Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 229 and 222 mg/dl. She then retested on a different meter and the reading was 72 mg/dl. The differences between the readings falls in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Replacement strips were sent to the customer and she is expected to return her strips for eval.